Event description:
The patient stated she was always at 2.67 amplitude a couple of months ago and felt therapy was not working. The patient increased stimulation to 4.5 in the past few weeks and felt stimulation but now it seemed therapy was not working. The patient woke up on the day of the call wet. The patient increased up to 5.9 and she was not feeling stimulation. The patient reported loss of therapeutic effect and no stimulation sensation. The patient also reported that in (B)(6) 2014 she had surgery unrelated to therapy but it seemed after surgery she thought there was a change in effectiveness. The patient mentioned it to her surgeon but patient was told that surgeon was nowhere near the stimulator. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-33, lot# v877362, implanted: (B)(6) 2012, product type: lead. (B)(4).